Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the louver cover was broken by the customer and the part was replaced. The imaging system then passed the system checkout and was found to be fully functional. The louver cover was returned to the manufacturer for analysis. Analysis found that the complaint was unable to be confirmed. The louver cover was observed to be straight, with no bends or dents. Cosmetic inspection resulted in a failure, with a scratch found on the louver cover. Analysis found that the reported event was related to a mechanical issue.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the position louver cover was damaged by the user facility. No patient present.